Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a few times insulin shot out during priming. The customer's blood glucose level was unknown. The customer also reported that they replaced batteries every three weeks and had failed battery test alert. The insulin pump will be returned for analysis.